Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent cartridge detection notifications during the load process. The customer's blood glucose level was 150 mg/dl. Reportedly, the customer was able to change the cartridge and complete the load process successfully.